Manufacturer narrative:
D10 concomitant product: unk rf elec, unknown rf electrode (lot#unknown) title: clinical application of optical and electromagnetic navigation system in CT-guided radiofrequency ablation of lung metastases. Source: zenan chen, liangliang meng, yueyong xiao, jing zhang, xiaobo zhang, yingtian wei, xiaofeng he, xin zhang <(>&<)> xiao zhang / international journal of hyperthermia 2024, vol. 41, no. 1, 2300333 / https://doi.org/10.1080/02656736.2023.2300333 / published online: 23 jan 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study analyzed the safety and efficacy of optical-guided, electromagnetic-guided, and navigation free CT guided radiofrequency ablation of metastatic lung lesions. There were 70 patients included in the study which occurred between january 2021 to december 2022. CT scans were performed at 1, 3, and 6 months after surgery. Postprocedural complications included: mild hemoptysis (10) which was stopped after local injection or intravenous drip of hemostatic drugs. Twenty-four patients had mild to moderate pain during ablation, which was relieved after local pleural injection and intravenous infusion of analgesic drugs. There were 8 cases with a small amount of pneumothorax after operation and eight patients had postoperative fever (37.5¿38.5c), which improved after symptomatic treatment.